Event description:
It was reported that the intellis adaptivestim pain implantable neurostimulator was associated with difficulty or inability to recharge, communication issues during recharging, and difficulty in establishing a good link between device components. The individual reported experiencing these charging difficulties for several months, despite replacement of both the remote and charging wand. Device logs and diary were reviewed, showing mostly excellent connection, but the individual stated that the device would only charge partially, requiring the remote to be recharged before continuing or necessitating a return at a later time. Ongoing troubleshooting efforts were conducted. No injury or adverse outcome was reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. See 708099493 and 707447914 for replacements of external devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.